Event description:
Reporter indicated a vns physician's programming computer screen keeps freezing after interrogation. Troubleshooting did not resolve the issue. The programming system has been returned to the MFR and is pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.